Manufacturer narrative:
B5: upon follow up it was reported that on an unknown date, the patient passed away. The cause of death was reported as cardiac arrest. It was not reported if an autopsy was performed. It was reported the patient was not recovering from the peritonitis event prior to death. It was reported pd therapy was ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.